Event description:
It was reported that a leak was found in a cassette during peritoneal dialysis therapy. The patient was not connected at the time of the event. This occurred during priming of the device. The patient would restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.